Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's caregiver reported that the patient had stoma site redness nearly 1 cm diameter with hardness/painful swelling. The stoma also has a white, 2cm of a water filled area which looks like a blister which was treated with topical fucidin cream. It was reported that the patient was hospitalized on (B)(6) 2020 to treat a stoma site infection which was treated with intravenous rocephin and stoma site dressing changes twice daily.